Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to noise was observed. Further review noted myopotential oversensing. Deep inspiration and programming changes were recommended. Lead revision was planned for noise but was not performed. Programming changes were made and a successful defibrillation threshold test was performed. Patient will continue to be monitored via merlin.net. Patient was fine.